Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra was reading inaccurately high. The medical affairs specialist spoke with the pt five days later to obtain/verify info. The pt thinks that one week earlier she became unconscious after obtaining her pre-lunch meter reading and taking "too much insulin." The pt has a minimed 507 insulin pump with novolog (basal=15 units, bolus at every meal/snack). The pt does not recall how much insulin she took or how high her meter read. About 2 hours after lunch, the pt felt low and became unconscious. Her coworker contacted the emergency services. The paramedics tested the pt's blood sugar and got "22 or 28 mg/dl" on their meter and then treated her with glucose. The paramedics retested when the pt became conscious, but the pt does not recall the reading. The pt felt she may have "overcorrected" her glucose level with too much insulin. Later that day, the pt felt better and got "140 mg/dl on her meter. Two days earlier the pt went to the lab for blood work. Within 2 minutes from getting her blood drawn, the pt tested on 3 of her meters. Two of her meters were within 2 points from the lab results of "146 mg/dl," whereas the third meter read "158 mg/dl." The pt was concerned that her meter read 12 points higher than the lab, since she is very sensitive to insulin. At the time of the testing, the pt did not have any diabetic symptoms. The customer care advocate (cca) verified the following: the meter was set up correctly, the test strips were in good condition, and the pt was using proper testing techniques. The cca also walked the pt through a quality control test, which passed. The meter was replaced.